Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the customer was instructed to perform a pump reset; however, the customer declined additional troubleshooting with tandem technical support. There was no reported impact to the customer¿s blood glucose.